Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: the cartridge and battery caps not returned, a test battery cap was used to verify steps. The keypad cover was found to be peeling and thinning out. All keypad buttons responded intermittently. The keypad cover was removed and contamination was found under all contacts. Unrelated to the complaint, the text on the display was found to be dim, faded and reddish.